Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter (onetouch verio iq) read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "125, 123, 121 and 136mg/dl" with the subject meter and unknown results on another device, performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no values were given for the other meter. There was no indication that the product caused or contributed to an adverse event.